Event description:
Information was received, from multiple sources (manufacturer representative, healthcare provider). Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that the patient said, their ins site would get hot while charging. He also said, someone had him decrease the charge time and that did not help. Patient is getting good pain relief of his back and leg pain. For some reason the patient nor the physician's office notified rep about the problem. So they never had a chance to "trouble shoot" with the patient. The ins was replaced with a new one. The issue was resolved. The manufacturer representative (rep), indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins) found that it passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.